Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/7/2023, it was reported by a facility representative via sems-06426168 that an ar-6480 dw arthroscopy pump would not stop pumping water. This was discovered during an unspecified procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is not confirmed. No related problem was found. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number nx9799vg, was returned for investigation. Upon visual inspection, a crack was noted on the console's front panel. The returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. Upon letting the pump run for 58 minutes, no problem was found. The machine works as intended. A clamp test was performed as a safety check to ensure the sensor system works appropriately. After the air had been purged from the tubing, the clamp was closed at the patient end of the tubing. The machine triggered an alarm, and the inflow rollers stopped. This is the expected behavior. A pressure fault test was performed to determine if the device triggered an alarm when the inlet tubing was removed from fluid (water). The device triggered an alarm, and the inflow rollers stopped. The device is working as expected. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These are the expected results.